Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was a breach in aseptic technique and the breach in aseptic technique was further described as the patient had a touch contamination. On unreported date(s), the patient was treated with intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. The cause of death was unknown, but was presumed to be peritonitis. The patient was hospitalized for the peritonitis event. The patient was not recovered from the peritonitis event at the time of death. It was not reported if the patient was retrained on the proper aseptic technique. An autopsy was not performed. Dianeal therapies were ongoing until the time of death, but it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.